Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen and it making it difficult to read and alarmed button error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2 orlcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind and displacement test or verify rewind noise and missing segments or partial display due to no button response. No button error alarm during testing. Device received with minor scratched lcd window. (B)(4).